Event description:
A stent delivery system was successfully advanced to the target lesion site in the pt's right iliac artery. It was reported that the balloon ruptured at an unknown atmosphere of pressure upon attempted balloon catheter inflation. The stent was subsequently deployed at a site other than the original target lesion site. Another stent was successfully advanced and placed at the intended target lesion without complications.

Manufacturer narrative:
Cordis has a corrective action which is currently in progress which includes the conversion of the p3008 from a medi-tech balloon catheter to a cordis balloon catheter.